Event description:
It was reported that an external pulse generator shut off in less than 15 seconds when tested. The device was returned to the manufacturer for analysis and repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was contaminated, the lower case was damaged, the battery release and battery drawer were contaminated, one side bail cover, side bail, ring cover and ring bail were missing, one side bail cover was broken and one case screw was stripped. Further analysis was performed on the main pcb. This analysis confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.